Manufacturer narrative:
B5. Corrected description, initial report: report of settings change and seizures resolving inadvertently left out. B6. Corrected data, initial report: updated settings inadvertently left out.

Event description:
It was reported that intervention was taken in the form of settings change to help alleviate any potential adverse events after full revision surgery. The physician moved to lower settings due to patient comfort. The patient's increase in seizures were noted to later have resolved. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had a generator and lead replacement. Patient's device was programmed on after revision. The patient was then transferred to the main hospital after surgery, as he has had 5 seizures since the revision. The physician believes this is due to anesthesia that can cause lowering in seizures threshold. No other relevant information has been received to date.